Manufacturer narrative:
Product complaint (B)(4). Batch manufacturing records of r823/ b8006 was reviewed for any process deviation but no deviation was observed. Finished goods test reports was reviewed for length, diameter, tensile strength value, & extractable color results and found to meet the specification requirement. Mfg. Date- 05/2018 date of exp.-04/2023 neither complaint sample nor sample photograph was available for investigation. Visual evaluation of retain sample: 04 boxes (02 dozen) retain sample dispenser boxes were retrieved for analysis. All dispenser boxes were opened, and reel units were visually inspected. No damage or fungal growth was observed & samples were found in satisfactory condition. Additional information was requested, and the following was obtained: hence there are 3 boxes observed with foreign fungus like material, and customer facility not sterilized it for their usage, they returned it and the same items are available for detailed analysis purpose. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate events were submitted via 2210968-2021-01966 and 2210968-2021-01967.

Event description:
It was reported that prior to sterilization process before appendectomy procedure in 2021, the suture box was observed with foreign fungus like material and the customer facility did not sterilize it for their usage. There were no patient consequences.